Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure observed in pelvis'), embedded device ('left essure observed at proximal end near to uterine serosa') and device expulsion ('left essure observed at proximal end near to uterine serosa') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On (B)(4) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe pain over the iliac fossae that increased with menstruation") and abdominal pain ("chronic abdominal pain"). The patient was treated with surgery. Essure was removed. At the time of the report, the device dislocation, embedded device, device expulsion and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, device expulsion and embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(4) 2016: essure in left uterine horn, in distalmost position compared to the one located in the right uterine horn with secondary artefact that projects over the uterine surface within uterine fundus on left side. Ultrasound scan - on (B)(4) 2018: atypical positioning of contraceptive device observed in pelvis as incidental finding. Ultrasound scan vagina - on (B)(4) 2016: can only see one essure and it is also very low down - cannot rule out the possibility of a hernia; in 2018: left essure observed at proximal end near to uterine serosa. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure observed in pelvis'), embedded device ('left essure observed at proximal end near to uterine serosa') and device expulsion ('left essure observed at proximal end near to uterine serosa') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe pain over the iliac fossae that increased with menstruation") and abdominal pain ("chronic abdominal pain"). The patient was treated with surgery. Essure was removed. At the time of the report, the device dislocation, embedded device, device expulsion and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, device expulsion and embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2016: essure in left uterine horn, in distalmost position compared to the one located in the right uterine horn with secondary artefact that projects over the uterine surface within uterine fundus on left side. Ultrasound scan - on (B)(6) 2018: atypical positioning of contraceptive device observed in pelvis as incidental finding. Ultrasound scan vagina - on (B)(6) 2016: can only see one essure and it is also very low down - cannot rule out the possibility of a hernia; in 2018: left essure observed at proximal end near to uterine serosa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure observed in pelvis'), embedded device ('left essure observed at proximal end near to uterine serosa') and device expulsion ('left essure observed at proximal end near to uterine serosa') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe pain over the iliac fossae that increased with menstruation") and abdominal pain ("chronic abdominal pain"). The patient was treated with surgery. Essure was removed. At the time of the report, the device dislocation, embedded device, device expulsion and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, device expulsion and embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2016: essure in left uterine horn, in distalmost position compared to the one located in the right uterine horn with secondary artefact that projects over the uterine surface within uterine fundus on left side. Ultrasound scan - on (B)(6) 2018: atypical positioning of contraceptive device observed in pelvis as incidental finding. Ultrasound scan vagina - on (B)(6) 2016: can only see one essure and it is also very low down - cannot rule out the possibility of a hernia; in 2018: left essure observed at proximal end near to uterine serosa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a minimal millimeter-sized metallic fragment observed in pelvis'), device breakage ('a minimal millimeter-sized metallic fragment observed'), embedded device ('left essure observed at proximal end near to uterine serosa') and device expulsion ('left essure observed at proximal end near to uterine serosa') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "canalization: difficult for both sided, left and right" on (B)(6) 2009. The patient's medical history included umbilical hernia in 2013, breast prosthesis implantation (due to burns) in 2013, hysterosalpingogram (checking permeability of both tubes, so essure placement is scheduled) on (B)(6) 2009, tubal recanalization (failed) on (B)(6) 2009, procedural pain (moderate during hysteroscopy) on (B)(6) 2009, overweight (bmi 26.6), drug allergy (valium), traffic accident (in pediatric age), thoracolumbar scoliosis (from accident, spine surgery, vertebral fixation, deliveries without epidural), surgery (18 times, due to traffic accident in pediatric age), extensive burns (in pediatric age), arthrodesis (in pediatric age), pituitary adenoma (treated, last control 2002, MRI/magnetic resonance without alterations) and insomnia. No cardiovascular risk factors, no toxic habits. Concurrent conditions included uterine anteflexion. Concomitant products included ibuprofen lysinate (dolorac) for post procedural pain as well as alprazolam, omeprazole, simeticone (flatoril) and tizanidine hydrochloride (sirdalud). In 2011, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("mild pain"). In (B)(6) 2010, the patient experienced abdominal pain lower ("severe pain in iliac fossae that increased with menstruation") and dysmenorrhoea ("severe pain that increased with menstruation"). In (B)(6) 2011, the patient experienced vaginal disorder ("vaginosis, recurrent"). On (B)(6) 2016, the patient experienced intermenstrual bleeding ("intermenstrual bleeding") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2018, the patient experienced back pain ("lumbar pain that radiates to suprapubic area"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required). In 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain") and polymenorrhoea ("short cycles"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with antiinflammatory agents, non-steroids, clindamycin hydrochloride (dalacin c) and surgery (bilateral salpingectomy and laparoscopic cornuectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, device breakage, embedded device, device expulsion, pelvic pain, back pain, abdominal pain lower, procedural pain, dysmenorrhoea, vaginal disorder, polymenorrhoea, intermenstrual bleeding and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bacterial vaginosis, device breakage, device dislocation, device expulsion, dysmenorrhoea, embedded device, intermenstrual bleeding, pelvic pain, polymenorrhoea, procedural pain and vaginal disorder to be related to essure. The reporter commented: discrepant information: essure insertion on (B)(6) 2009 and in 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Cytology - in (B)(6) 2011: sample of cytology for suspicion of vaginosis: negative result. Gynaecological examination - on (B)(6) 2016: abdominal exam. Normal, except for pain on deep palpation in left side (near the navel). Gynecological exam: normal except for foul smelling leucorrhoea. Breast exam: normal, not assessable due to breast surgeries. Hysterosalpingogram - on (B)(6) 2009: checking permeability of both tubes, so essure placement is scheduled. Hysteroscopy - on (B)(6) 2009: for placement: canalization: difficult for both sided, left and right. Magnetic resonance imaging - on (B)(6) 2016: essure in left horn, in more distal situation with respect to one located in right horn with secondary artifact due to projects onto uterine surface into fundus uterus on side left. Pathology test - on (B)(6) 2019: surgical pathology report: 1. Left salpingectomy: fallopian tube without relevant alterations. 2. Right salpingectomy: fallopian tube without relevant alterations. Macroscopic description: 1. Left fallopian tube: a fragment of tubular tissue compatible with fallopian tube in same container. Brownish, purple in color, measures 8 x 0.7cm. In distal area whitish areas of fibrinoid appearance, slightly indurated to touch. Essures metal fragmented device also received in same container, fragments measure 2 and 12.5 cm, respectively, largest being the unrolled device. 2. Right fallopian tube: a fragment of tubular tissue of brownish gray coloration, 6.3 x 0.8 cm. Externally shows irregular and in fractious areas and slightly indurated to touch. Three metal fragments, compatible with essure devices, measuring 15, 21 and 15 mm respectively. A loose fragment of fibrous tissue. Scan - on (B)(6) 2010: correct placement of the devices is verified. Ultrasound scan - on (B)(6) 2009: left and right tubal ostium visualization: good. Failed left and right canalization; on (B)(6) 2018: atypical positioning of contraceptive device observed in pelvis as incidental finding. Ultrasound scan vagina - on (B)(6) 2016: only one essure seen and it is also very low down - gynecologist cannot rule out possibility of a hernia; on (B)(6) 2018: left essure observed at proximal end near to uterine serosa. X-ray of pelvis and hip - on (B)(6) 2019: urological operating room exam: two pelvic x-rays -at 11:49 h: essure in right adnexal area, removed and is not observed in x-ray at 12:56 h. A minimal millimeter-sized metallic fragment, probably located at the level of the cul-de-sac of douglas and that persists in later x-ray at 12:56 h. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a minimal millimeter-sized metallic fragment observed in pelvis'), device breakage ('a minimal millimeter-sized metallic fragment observed'), embedded device ('left essure observed at proximal end near to uterine serosa') and device expulsion ('left essure observed at proximal end near to uterine serosa') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "canalization: difficult for both sided, left and right" on (B)(6) 2009. The patient's medical history included umbilical hernia in 2013, breast prosthesis implantation (due to burns) in 2013, hysterosalpingogram (checking permeability of both tubes, so essure placement is scheduled) on (B)(6) 2009, tubal recanalization (failed) on (B)(6) 2009, procedural pain (moderate during hysteroscopy) on (B)(6) 2009, overweight (bmi 26.6), drug allergy (valium), traffic accident (in pediatric age), thoracolumbar scoliosis (from accident, spine surgery, vertebral fixation, deliveries without epidural), surgery (18 times, due to traffic accident in pediatric age), extensive burns (in pediatric age), arthrodesis (in pediatric age), pituitary adenoma (treated, last control 2002, MRI/magnetic resonance without alterations) and insomnia. No cardiovascular risk factors, no toxic habits. Concurrent conditions included uterine anteflexion. Concomitant products included ibuprofen lysinate (dolorac) for post procedural pain as well as alprazolam, omeprazole, simeticone (flatoril) and tizanidine hydrochloride (sirdalud). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("mild pain"). In (B)(6) 2010, the patient experienced abdominal pain lower ("severe pain in iliac fossae that increased with menstruation") and dysmenorrhoea ("severe pain that increased with menstruation"). In march 2011, the patient experienced vaginal disorder ("vaginosis, recurrent"). On (B)(6) 2016, the patient experienced intermenstrual bleeding ("intermenstrual bleeding") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2018, the patient experienced back pain ("lumbar pain that radiates to suprapubic area"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required). In 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain") and polymenorrhoea ("short cycles"). The patient was hospitalized (B)(6) 2019. The patient was treated with antiinflammatory agents, non-steroids, clindamycin hydrochloride (dalacin c) and surgery (bilateral salpingectomy and laparoscopic cornuectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, device breakage, embedded device, device expulsion, pelvic pain, back pain, abdominal pain lower, procedural pain, dysmenorrhoea, vaginal disorder, polymenorrhoea, intermenstrual bleeding and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bacterial vaginosis, device breakage, device dislocation, device expulsion, dysmenorrhoea, embedded device, intermenstrual bleeding, pelvic pain, polymenorrhoea, procedural pain and vaginal disorder to be related to essure. The reporter commented: discrepant information: essure insertion on (B)(6) 2009 and in 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Cytology - in (B)(6) 2011: sample of cytology for suspicion of vaginosis: negative result. Gynaecological examination - on (B)(6) 2016: abdominal exam. Normal, except for pain on deep palpation in left side (near the navel). Gynecological exam: normal except for foul smelling leucorrhoea. Breast exam: normal, not assessable due to breast surgeries. Hysterosalpingogram - on (B)(6) 2009: checking permeability of both tubes, so essure placement is scheduled. Hysteroscopy - on (B)(6) 2009: for placement: canalization: difficult for both sided, left and right. Magnetic resonance imaging - on (B)(6) 2016: essure in left horn, in more distal situation with respect to one located in right horn with secondary artifact due to projects onto uterine surface into fundus uterus on side left. Pathology test - on (B)(6) 2019: surgical pathology report: 1. Left salpingectomy: fallopian tube without relevant alterations. 2. Right salpingectomy: fallopian tube without relevant alterations. Macroscopic description: 1. Left fallopian tube: a fragment of tubular tissue compatible with fallopian tube in same container. Brownish, purple in color, measures 8 x 0.7cm. In distal area whitish areas of fibrinoid appearance, slightly indurated to touch. Essures metal fragmented device also received in same container, fragments measure 2 and 12.5 cm, respectively, largest being the unrolled device. 2. Right fallopian tube: a fragment of tubular tissue of brownish gray coloration, 6.3 x 0.8 cm. Externally shows irregular and in fractious areas and slightly indurated to touch. Three metal fragments, compatible with essure devices, measuring 15, 21 and 15 mm respectively. A loose fragment of fibrous tissue. Scan - on (B)(6) 2010: correct placement of the devices is verified. Ultrasound scan - on (B)(6) 2009: left and right tubal ostium visualization: good. Failed left and right canalization; on (B)(6) 2018: atypical positioning of contraceptive device observed in pelvis as incidental finding. Ultrasound scan vagina - on (B)(6) 2016: only one essure seen and it is also very low down - gynecologist cannot rule out possibility of a hernia; on (B)(6) 2018: left essure observed at proximal end near to uterine serosa. X-ray of pelvis and hip - on (B)(6) 2019: urological operating room exam: two pelvic x-rays -at 11:49 h: essure in right adnexal area, removed and is not observed in x-ray at 12:56 h. A minimal millimeter-sized metallic fragment, probably located at the level of the cul-de-sac of douglas and that persists in later x-ray at 12:56 h.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2022: follow up was received via lawyer with medical records (reporters added, medically confirmed): plaintiff's date of birth/ age, weight, height, medical history (none provided previously), tests added. Essure insertion and removal dates added. Hospitalization added for essure removal. Concomitant and remedial drugs added (none reported previously). Events added: device breakage, pelvic pain, back pain, device difficult to use, procedural pain, dysmenorrhea, polymenorrhoea, intermenstrual bleeding, vaginal disorder, bacterial vaginosis based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.